Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made by Tandem Technical Support to gather additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.